Event description:
Patient with history of breast cancer admitted to special procedures for removal of hmp, medical products, access device fragement. Port-a-cath noted to be fractured at the level of entry into the right subclavian vein with embolization of an 8 cm segment to the lungs. Evaluation of prior films show the fragment of catheter to be in the pulmonary arterial tree, at least for many months. Fragment removed successfully and patient discharged to home after several hours of observation.